Manufacturer narrative:
The field service representative did not find an instrument related issue. The instrument checks were within specification. This event occurred in (B)(6).

Event description:
The initial reporter received questionable high troponin t hs results for two patients from the cobas 8000 e 801 analyzer. Only the results for one patient were a reportable malfunction. The initial result was 28.9 pg/ml and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 13.5 pg/ml. The sample was also tested on a cobas 6000 e 602 analyzer and the results were 3.88 pg/ml and 3.78 pg/ml. The reagent lot number was 419260. The expiration date was requested but was not provided.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.